Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she has been trying to calibrate the sensor and it kept saying meter blood glucose. Customer's blood glucose level was 558 mg/dl. The customer treated her blood glucose level with a 4 unit and 1 unit bolus. The device was not returned.